Event description:
It was reported that smallbore 6 inch ext vlv had flow issues. The following information was provided by the initial reporter: material #: 20039e batch/ lot #: 20106465 it was reported that there have been several instances of not being able to draw back blood or flush without using excessive force. Verbatim: several instances of this extension "pigtail" not being able to draw back blood or flush fluid without first using excessive force. Suspect defective clave caps. Ivs appear to be not patent due to this defect and this may result in unnecessary repeat IV starts.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that there have been several instances of not being able to draw back blood or flush without using excessive force could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 20106465 was performed. The search showed that a total of 12003 units in 1 lot number was built on 20oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that smallbore 6 inch ext vlv had flow issues. The following information was provided by the initial reporter: material #: 20039e, batch/ lot #: 20106465. It was reported that there have been several instances of not being able to draw back blood or flush without using excessive force. Verbatim: several instances of this extension "pigtail" not being able to draw back blood or flush fluid without first using excessive force. Suspect defective clave caps. Ivs appear to be not patent due to this defect and this may result in unnecessary repeat IV starts.